Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On14-may-2024, it was reported that three infusion set was fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR 1902060 -MDR 3003442380-2024-11503 device 2 of 3.